Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse determined that the batteries and safety disk had expired. At customers request the batteries were not replaced at this time. The customer has also said that this iabp will be put into storage. The fse made the customer aware of expiration; furthermore, the customer is making plans to have expired parts replaced. The fse performed tests and the battery test failed after 5 minutes. The iabp did not pass all functional and safety test per factory specifications. The iabp was then released to the customer and was not cleared for clinical service.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) had a battery issue. There was no patient involvement or adverse event reported.